Event description:
Initial information was received on (B)(6) 2013 from a consumer. This male consumer used a colgate 360 soft toothbrush (lot #1653si) and the neck of the toothbrush broke. He began using the toothbrush two weeks prior to this report on (B)(6) 2013, brushing three times daily. Subsequently, the neck of the toothbrush broke approximately one week prior to the report, on an unknown date in (B)(6) 2013, and use of the toothbrush was discontinued. No adverse event was experienced. This case is referenced as (B)(4).